Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and unable to recover. A field service engineer performed a comprehensive check of the helmer refrigerator functionality and identified intermittent failures in drawer 2 pockets, inspected the interface and relay access controller (irac) board and found corrosion on the solenoids and several pins, replaced the affected board, reassembled the refrigerator, and rebooted both the station and the refrigerator, conducted testing through an inventory check, and the customer completed a full inventory, confirming that all drawers were operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator drawer failed to open. The customer attempted to recover it and rebooted the station; however, the issue persisted.however, there were no delays, adverse events or injuries reported based on this event.